Event description:
Customer reported there was cracks on her insulin pump. The customer stated there was cracks on her reservoir chamber, near her battery compartment, and between her insulin pump's screen. She also stated there was scratches on her screen. The customer stated she was able to read the insulin pump's screen and the insulin pump was functioning as designed. The customer also reported fluid/moisture exposure to her insulin pump. The customer stated after exposing her insulin pump to fluid/moisture, there was a button error alarm that was not recorded in the alarm history. She also reported unexplained high blood glucose. The customer's blood glucose was unknown. Troubleshooting found insulin was able to exit from the tubing and there was no leaks present on the insulin pump. The customer was advised to change out her infusion set, reservoir, and insulin. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.